Event description:
It was reported that the swg was found kinked when it was removed from the feed tube. The swg was noted to be kinked in the middle. The swg was found kinked prior to insertion in the cath lab. As a result a new kit was opened and used to complete the procedure. There was no delay in treatment. No complications or death occurred.

Manufacturer narrative:
(B)(4).